Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2gtn surgery, the drill broke when it was used to proximal oblique hole of the nail. The broken part was removed from the patient.

Manufacturer narrative:
Product inquiry states the drill to be the subject product. No further associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The drill returned was documented as faultless prior to distribution. Mechanical properties of the material of the device were within specified tolerances. Thus, we exclude material faults. As the device had been in use for more than 5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill returned was completely broken off at the level of approx. 55 mm from the tip. The breakage surface of the broken cutting thread of the drill showed the typical structure of a brittle fracture, caused by bending and / or torsional overload that most likely happened when the drill got contact to another hard object. To avoid foreign contacts a target device has to be used for drilling the screw holes; furthermore the target device shall be checked regarding its functionality prior to every surgery. A mistargeting would have been detected at this point. Moreover, it has to be ascertained that the remaining cutting edges of the drill returned were worn and covered with dents as a result of contacts with hard objects. It could not be determined if the drill had become (pre-) damaged in former surgeries. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There were no open actions in place related to the reported event for the subject product. No non-conformity was identified. With available information a deficiency of the device was not verified.

Event description:
During t2gtn surgery, the drill broke when it was used to proximal oblique hole of the nail. The broken part was removed from the patient.